Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that air ingress was a concern due to the length of the procedure. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files and balloon catheter 2af284 with lot number 92828 were returned and analyzed. The data files showed thirteen applications were performed with the same balloon catheter. Additionally, the data files also showed five applications were performed with balloon catheter 2af284 with lot number 34406 without any system notice or issues. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. In conclusion, the reported air ingress issue was not confirmed through product analysis and data analysis. The balloon catheter 2af284 with lot number 92828 failed the returned product inspection due to the cracked injection line tube. If information is provided in the future, a supplemental report will be issued.